Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-june-2024, it was reported by the patient that infusion set was leaking from infusion set due to which hyperglycemia occurs. High blood glucose level was 340 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.